Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and reached end of service (eos) unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the battery. It was reported that the device was in a power-on-reset (electrical reset/por) upon arrival for analysis. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No new power-on-reset (por) was observed. No hybrid anomalies were found. Battery analysis revealed lithium plating breaches found along the top edge of the anode separator adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.